Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance, or patient condition.

Event description:
Updated information received 28-sep-2016 stating that the lead was explanted due to infection.

Event description:
Boston scientific (bsc) received information that the left ventricular (lv) lead exhibited intermittent impedance measurements greater than 2000 ohms, no noise was observed on the electrogram. The clinic was unable to reproduce the out of range impedance measurements with isometrics, arm movements or pocket manipulation. It was noted that the lead impedance is typically around 600 ohms. The bsc sales rep was able to reproduce the high out of range impedance measurements and lv loss of capture was observed in all configurations. No adverse patient effects were reported. A lead revision procedure will be scheduled in the future. Additional information received (B)(6) 2011. The lead was surgically abandoned and the adapter was explanted due to noise, oversensing and loss of capture. The bsc sales rep stated that they were unable to recreate the noise while the patient was on the table so they were unable to rule out an issue with the adapter, however, a lead fracture was suspected. A new lead and adapter were implanted in the patient. No further measures provided. No adverse patient effects as a result of the lead revision procedure were reported.